Manufacturer narrative:
The customer support engineer (cse) evaluated the device and found the following error codes in the log: lb0058- loss of gui communication, zb0059 (loss of bd communication), lc0070 (max message delay exceeded), zc0036 (socket error einprogress), s00010 (settings transaction failed). The cse inspected the device and replaced the graphical user interface (gui) to breath delivery cable assembly . The device passed extended self-test (est), short self-test (sst), and the performance verification test (pvt). The cse verified the malfunction. (B)(4).

Event description:
A report was rec'd from the (B)(6) indicating that the device lost breath delivery communication during pt use. The ventilator shut down with device alert indicating unable to determine breath delivery. The customer reported that the pt was not harmed as a result of this event. Though requested, no add'l info was provided.